Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited an out-of-range (oor) shocking impedance measurement below 20 ohms. All other lead measurements were reported to remain within the normal limits. The local area field representative was unable to replicate the oor impedance with isometrics and trending showed the shock impedance was stable and within range. The physician elected to continue monitoring the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.